Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (drug lot number 2118109) with concentration 500 mcg/ml at a dose rate of 124.89 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that during (B)(6) holiday, the patient went to disney and when she came home she started having itching and severe spasticity. The symptoms started in (B)(6) 2015 ((B)(6) 2015 is considered an approximate date of event). The change in therapy/symptoms occurred suddenly versus gradually. The patient was sent to neurosurgeon and they found the catheter had been fractured in the pump pocket in the rear connector and a catheter revision/replacement was performed on (B)(6) 2016. The patient's walking improved, but she was not quite to baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.